Event description:
The meter's display was "blurry" while attempting to test. The pt reported high blood glucose symptoms (blurry vision, tiredness, and abnormal breathing) while attempting to test. Tested blood sugar at the time of the symptoms and obtained a result in the 400 mg/dl range. Contacted the paramedics and when they arrived they tested blood sugar and obtained a result in 200 mg/dl range. Was treated at the hosp with IV fluids. The issue was not resolved with troubleshooting. No further info has been reported.